Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by j&j medtech, or its employees that the report constitutes an admission that the product, j&j medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional manufacturer narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. H3, h6: the device lot number is unknown; therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. The product was not returned to j&j medtech orthopaedics; however, photos were provided for review. The photo investigation does not show the unknown hip acetabular cup, however based on the observed condition of the ceramic head and the liner is reasonable to conclude that a disassociation event occurred between the liner and the acetabular cup. Therefore due to observed unintended interaction between the cup and the femoral head it is reasonable to conclude that the audible sound will be present. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the cup is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. It is highly recommended to the patient to consult with their healthcare professional for further assessment. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the unknown hip acetabular cup would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that the patient received a corail/pinnal hip at hospital on (B)(6) 2020. Implanted: cup pinnacle: 62, insert: 62/36 poly, stem: corail kho 14, head: 36 ceramic +8.5mm. Patient got up on (B)(6) 2025 and heard a squeaking sound from his hip. The patient then went to the hospital, where it turned out that the liner was dislocated, completely tilted 90 degrees and the ard tags were completely deformed. Revision was performed. Hospital states that it had previously seen this problem in a patient with the same size liner/cup.